Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the event was not reported. At the time of this report, the patient had not recovered and was still in the hospital. Dianeal therapy was ongoing. The consumer declined consent to contact the physician. Additional information was requested, but is not available at this time.